Event description:
The or supervisor at the user facility reports a crack was noted on the lens after insertion. Enlargement of the incision was required to accomodate removal of the intraocular lens. Additional info has been requested.